Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, image flickering in the device was not found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited image flickering. The issue occurred during service maintenance. There was no patient involvement.